Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge was locked. A field service engineer inspected the device and found corrosion on the latch of the smart remote manager, cleaned the micro switches, secured the latch harness, and successfully tested the unit in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was down due to a stuck fridge lock, preventing nurses from accessing the refrigerator. The customer stated that the nurses were unable to access patient medications which caused a delay in dispensing medication to patients, but the user managed to retrieve the medication from pharmacy. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was down due to a stuck fridge lock, preventing nurses from accessing the refrigerator. The customer stated that the nurses were unable to access patient medications which caused a delay in dispensing medication to patients, but the user managed to retrieve the medication from pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.